Event description:
Treatment of a large aneurysm measuring 16mm x 7mm located in the cavernous segment of the right ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline (4.25mm x 20mm) embolization treatment without issues. Post angiogram showed an eclipse. The patient was on 325mg aspirin and 74mg of plavix on day 7 post bleed for embolic protection. The patient had right 3rd nerve palsy that was improving. On (B)(6) 2013, the patient had some sensation deficits on the left side due to a right parietotemporal bleed and had surgery the same day. On (B)(6) 2013, an angiogram showed the pipeline device to be patent. On (B)(6) 2013, the patient was discharged.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).